Event description:
It has been reported to philips that the allura system would not boot up as the start-up countdown will get stuck at 00:00. No harm was reported to philips. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was booting to 00. Review of the log file showed malfunction on flexvision pc. As a troubleshooting action fse checked the facility power but did not find an issue. To resolve this issue the fse replaced the computer and cleaned the image disks. After replacement of the computer, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.